Manufacturer narrative:
No product was returned for investigation. Hematoma: right groin with hematoma and pressure being held. The cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Ischemia: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the ischemia was unable to be determined due to insufficient clinical details. Device with sn: (B)(6) passed all post sterile inspection check.

Event description:
The user facility reported an impella cp in a 83 year old female patient for support of mechanical support. At the time of initial evaluation, patient in wide complex hemodynamically unstable tachycardia requiring cardioversion patient brought to cardiac catheterization laboratory (ccl) for emergent angiogram and possible mechanical circulatory support. Patient arrived to ccl on levo at 8mcg, at one point required 20mcg for hypotension. Dobutamine started at 5mcg in ccl. Impella cp placed via radiofrequency ablation using best practices and placed in auto mode for duration of attempted percutaneous coronary intervention. Unable to cross calcified left main coronary artery lesion despite multiple attempts. Echocardiogram done in ccl which showed impella slightly deep, pulled back with improved waveforms on console. Ao ps with minimal to no pulstaility, unchanged throughout procedure. Doppler pulses on both extremities prior to case- post procedure unable to doppler pulses on both left and right lower extremities- likely needs to be warmed up per md. Levo able to be weaned off completely during case. Peel away exchange performed, repo sheath in place with x2 pre-close in. Angle insertion maintained, patient transported out of ccl to ICU. Withdrawal of care, no opportunity for recovery or further intervention.